Manufacturer narrative:
Product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension product ID: 7436, serial#: (B)(4), implanted: (B)(6) 2008, product type: programmer, patient product ID: 3387s-40, lot#: v087696, implanted: (B)(6) 2008, product type: lead product ID: 3387s-40, lot#: v087696, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that a low impedance value of 257 ohms was measured on the patient's implantable neurostimulator (ins). A surgical revision procedure was performed; the patient's ins and extensions were removed and cleaned before reinserting them. An additional impedance test was performed and values were found to be within normal limits, specifically, 1043 ohms with a current of 29 microamperes. The patient recovered without incident and no patient injury or adverse event was reported. Additional information received reported that when the ins was removed, there was some fluid in the connector block. When the extension was removed, cleaned, and reinserted, the impedances returned to normal. It was noted that prior to the revision, palpation on the ins resulted in some movement in the patient's left arm, and that the impedances were relevant to the right brain. If any additional information is received, it will be included in a supplemental report.